Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an adjustable pressure shunt due to hydrocephalus. On (B)(6) 2019, the patient began to have symptoms of vomiting. The next day, the patient's family sent the patient to the hospital for treatment. The doctor arranged for the patient to have a CT examination and recommended that the patient be pressure-regulated. At present, the patient was in the hospital. Additional information received reported that the patient was given pressure regulation on (B)(6) 2019.